Event description:
Customer reported that the pump screen was dark and would not turn on. Impact on blood glucose level was not reported by the customer. Technical support instructed the customer on troubleshooting steps, but the pump did not respond and was scheduled for replacement. Customer planned to use multiple daily injections (mdi) as a backup therapy to ensure insulin delivery was not interrupted. Technical support provided instructions for returning the pump and confirmed the shipping address for the replacement.